Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no reported impact on the customer's blood glucose level. Technical support assisted the customer by instructing them to press the button more effectively and ultimately helped them remove the case from the pump. Despite these efforts, the problem persisted, leading to the decision to replace the pump. The customer was advised to use multiple daily injections as backup therapy during the replacement process and was instructed on how to store and return the problematic pump.